Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 22gax1.00in prn/ec slm leaked at the top of the septum during use. The following was reported by the initial reporter: "on (B)(6) 2020, when (B)(6) was receiving intravenous infusion in bed 26, the heparin cap of the infusion was leaking and could not be used any more. Give replacement heparin cap, resulting in drug waste".

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0168642. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a intima-ii y 22gax1.00in prn/ec slm leaked at the top of the septum during use. The following was reported by the initial reporter: "on (B)(6) 2020, when (B)(6) was receiving intravenous infusion in bed 26, the heparin cap of the infusion was leaking and could not be used any more. Give replacement heparin cap, resulting in drug waste."